Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that ventilator screen was broken. On-site investigation was performed by our field service engineer. According to received information in service report, expiratory channel printed circuit board was damaged. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint was related to expiratory channel printed circuit board.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's screen was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).